Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, end cap address label fading and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked case corner of the belt clip rails near the battery compartment. Insulin pump was received with pump error alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms during rewind test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 396 mg/dl at the time of the incident. The customer was given manual injections and intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, and abdominal pains. The customer was wearing the insulin pump during the incident. The caller stated the pump was slow to run a self test, jumped from bolus wizard to manual bolus, and would not allow them to set a temp basal over 110%. The caller believes the pump is under delivering. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.